Event description:
(B)(4). Was always on my period for about 5 months straight and no period for 1 month and back on for a long period of time. Always tired and have headaches. Also low on iron.

Event description:
#Medwatcher #follow up1 #FDA mw5059679 #(B)(4). Had ultrasound done (B)(6) 2015 and one of the coil was hanging in the uterus. Had a hysterectomy (both tubes, cervix, and uterus) in (B)(6) 2015 and the pathologist report came back to only find one coil. Did a follow x-ray to make sure the other cool is not still in my body and it wasn't. The doctor said it must have passed between the ultrasound and hysterectomy.